Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer believes the pump is over delivering. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Correction(s) requested by medical safety: for hypoglycemia remove t009 treatment code (ems only). Updated summary: customer reported having a low blood glucose of 25mg/dl while the sensor glucose was 123mg/dl on (B)(6) 2024. Her husband called the paramedics and they gave her intravenous drip of water and sugar. Per customer, last set change was on (B)(6) 2024. Troubleshooting was done. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.